Event description:
Attorney alleges plaintiff has suffered from capsular contracture, severe breast pain, development of breast lumps, severe calcification, implant rupture, silicone leakage, extensive cosmetic damage, anxiety and depression.